Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused death. Patient's spouse alleges the patient died from a sleep apnea attack. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused death. Patient's spouse alleges the patient died from a sleep apnea attack. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of very fine dust contamination throughout the enclosure, very fine dust contamination throughout the air path, contamination consistent with keratin accumulation around the blower seal. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of contamination consistent with keratin accumulation around the blower seal, very fine dust contamination throughout the enclosure, very fine dust contamination throughout the air path. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3 and h6 has been updated in this report.